Event description:
The user facility reported that during an arthroscopic knee repair, a portion of the distal tip of an intrafix tibial sheath inserter broke off into the body. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and was visually examined. The distal tip of the trial is missing; has broken away at the weld. No lot number was able to be supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Outside of the possibility that, for whatever reason, excessive mechanical force was applied, we cannot discern any other root or underlying cause for the device's condition. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.